Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer reported complaint. The instrument installed on an in-house da vinci surgical system failed the self-check test multiple times; thus testing of the instrument could not be performed. It was concluded that failure of the instrument to pass the self-check test was likely due to mishandling and misuse. The instrument's logs were reviewed and the instrument generated no error codes. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that the endowrist vessel sealer instrument would heat up when activated but would not form a seal. The endowrist vessel sealer instrument was removed and a replacement endowrist vessel sealer instrument was installed to complete the planned surgical procedure. There was no report of any patient harm, adverse outcome or injury. On 08-18-2017 intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (csr) who initial reported this complaint. According to the csr, the planned surgical procedure as a da vinci-assisted ileocolectomy procedure, the surgeon was attempting to seal bowel, mesentery and connective tissue with the endowrist vessel sealer instrument. The csr indicated that the tissue purchase taken by the surgeon was not greater than 7mm. There were no error messages or error codes generated when the sealing issue occurred. The sealing cycle tone was observed to have been generated and the instrument's end of sealing cycle tone also occurred. According to the csr, the patient had not undergone any previous the chemotherapy or radiation treatments and during use of the instrument, excessive bio debris was not observed on the instrument's jaws, as the instrument was regularly cleaned during the procedure. The csr indicated that the surgeon may have placed slight tension on the patient's tissue during use of the endowrist vessel sealer instrument.